Event description:
The consumer stated that she followed the directions for using the swab which is to bend the swab at the ring, so that the solution can flow through. The consumer had the baby lying down and was swabbing the baby's nose when one end of the cotton swab fell onto the baby's mouth. She was able to get the tip out of the baby's mouth. The child was not injured. The consumer stated that the tips has fallen off of the stems several times before when it was bent to start the solution. The consumer called the MFR and advised them of the incident. The consumer was advised that they did not need to be involved. The consumer was offered a refund. The swab has a colored ring around the tip. Retailer: (B)(6). Purchase date: (B)(6) 2014, this date is an estimate. The product was not managed before the incident. The product was not modified before the incident. (B)(4).